Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: corrected data: g4: awareness date reported on follow up 1 report as (B)(6) 2019 but should have been (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a review of the device history record. Device history lot: part: 412.124s; lot: l009860; manufacturing site: grenchen; release to warehouse date: 09.jun.2016; expiry date: 01.june.2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary pre-investigation statement: as described in the complaint description it was reported that a patient underwent internal fixation surgery with plates and locking screws. During the removal surgery, 6 locking screws broke at those necks. These broken screws are investigated in the other product complaint (B)(4)). The healing was delayed from the surgeon originally expected, and it might have caused the screw breakage during removal. The returned locking screw was found intact and therefore the flow chart adverse event (no reported product problem) was selected for this investigation. At the pc level are attached the pictures of the received articles / condition. Investigation site: cq zuchwil; selected flow: adverse event (no reported product problem). Visual inspection: the article is in used condition. Summary: the locking screw is finally returned as a concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that this device contributed to the complaint condition with the above mentioned occurrences. Therefore no additional investigation will be performed on this device, the broken locking screws are investigated in the other product complaint (B)(4)). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent internal fixation surgery with the plate and the 6 locking screws in question. On (B)(6) 2019, the patient underwent removal surgery. The healing was delayed from the surgeon originally expected, and it might have caused the screw breakage during removal. This is 2 of 2 for report (B)(4).